Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain / severe abdominal pain") and autoimmune disorder ("autoimmune disorder") in a 45-year-old female patient who had essure (ess205) (batch no. 12280461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), migraine ("migraines / migraines / headaches"), dizziness ("dizziness"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"), rash ("rashes or skin conditions type: skin rash on arms"), stress urinary incontinence ("bladder or urinary problems or changes- mild stress incontinence"), hypertension ("blood or heart disorder/condition type: hypertension"), feeling abnormal ("brain fog"), vaginal discharge ("vaginal discharge"), allergy to metals ("noted to have gold allergy [per claimant]") and muscle spasms ("leg cramping"). The patient was treated with prednisone and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, autoimmune disorder, hypersensitivity, dizziness, depression, anxiety, urinary tract infection, stress urinary incontinence, feeling abnormal, vaginal discharge, allergy to metals and muscle spasms outcome was unknown and the migraine, vaginal haemorrhage, menorrhagia, rash and hypertension had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, depression, dizziness, feeling abnormal, hypersensitivity, hypertension, menorrhagia, migraine, muscle spasms, rash, stress urinary incontinence, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received: reporter information, patient details, lab data, product information, lot number, treatment drug and events: previous event abnormal bleeding updated to abnormal bleeding (vaginal, menorrhagia), previous event pain updated to severe abdominal pain, infection (bladder/ urinary tract/vaginal) type: recurrent utis, rashes or skin conditions type: skin rash on arms, blood or heart disorder/condition type: hypertension, brain fog, vaginal discharge, noted to have gold allergy, leg cramping were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain / severe abdominal pain") and autoimmune disorder ("autoimmune disorder") in a 45-year-old female patient who had essure (ess205) (batch no. 12280461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), migraine ("migraines / migraines / headaches"), dizziness ("dizziness"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"), rash ("rashes or skin conditions type: skin rash on arms"), stress urinary incontinence ("bladder or urinary problems or changes- mild stress incontinence"), hypertension ("blood or heart disorder/condition type: hypertension"), feeling abnormal ("brain fog"), vaginal discharge ("vaginal discharge"), allergy to metals ("noted to have gold allergy [per claimant]") and muscle spasms ("leg cramping"). The patient was treated with prednisone and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, autoimmune disorder, hypersensitivity, dizziness, depression, anxiety, urinary tract infection, stress urinary incontinence, feeling abnormal, vaginal discharge, allergy to metals and muscle spasms outcome was unknown and the migraine, vaginal haemorrhage, menorrhagia, rash and hypertension had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, depression, dizziness, feeling abnormal, hypersensitivity, hypertension, menorrhagia, migraine, muscle spasms, rash, stress urinary incontinence, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain / severe abdominal pain') and autoimmune disorder ('autoimmune disorder') in a 45-year-old female patient who had essure (ess205) (batch no. 12280461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included diphenhydramine hydrochloride and nabumetone (relafen). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), migraine ("migraines / migraines / headaches"), dizziness ("dizziness"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"), rash ("rashes or skin conditions type: skin rash on arms"), stress urinary incontinence ("bladder or urinary problems or changes- mild stress incontinence"), hypertension ("blood or heart disorder/condition type: hypertension"), feeling abnormal ("brain fog"), vaginal discharge ("vaginal discharge"), allergy to metals ("noted to have gold allergy [per claimant]"), muscle spasms ("leg cramping"), pyrexia ("2 days of fever and back to being to wild"), irritability ("increased irritability"), nausea ("I had nausea constantly"), vertigo ("no episode of vertigo") and affective disorder ("dramatically improved mood"). The patient was treated with prednisone and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain and affective disorder was resolving, the autoimmune disorder, hypersensitivity, dizziness, depression, anxiety, urinary tract infection, stress urinary incontinence, feeling abnormal, vaginal discharge, allergy to metals, muscle spasms, pyrexia, irritability and nausea outcome was unknown and the migraine, vaginal haemorrhage, menorrhagia, rash, hypertension and vertigo had resolved. The reporter considered abdominal pain, affective disorder, allergy to metals, anxiety, autoimmune disorder, depression, dizziness, feeling abnormal, hypersensitivity, hypertension, irritability, menorrhagia, migraine, muscle spasms, nausea, pyrexia, rash, stress urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vertigo to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain / severe abdominal pain') and autoimmune disorder ('autoimmune disorder') in a 45-year-old female patient who had essure (ess205) (batch no. 12280461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included diphenhydramine hydrochloride and nabumetone (relafen). On (B)(6)2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), migraine ("migraines / migraines / headaches"), dizziness ("dizziness"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"), rash ("rashes or skin conditions type: skin rash on arms"), stress urinary incontinence ("bladder or urinary problems or changes- mild stress incontinence"), hypertension ("blood or heart disorder/condition type: hypertension"), feeling abnormal ("brain fog"), vaginal discharge ("vaginal discharge"), allergy to metals ("noted to have gold allergy [per claimant]"), muscle spasms ("leg cramping"), pyrexia ("2 days of fever and back to being to wild"), irritability ("increased irritability"), nausea ("I had nausea constantly"), vertigo ("no episode of vertigo") and affective disorder ("dramatically improved mood"). The patient was treated with prednisone and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the abdominal pain and affective disorder was resolving, the autoimmune disorder, hypersensitivity, dizziness, depression, anxiety, urinary tract infection, stress urinary incontinence, feeling abnormal, vaginal discharge, allergy to metals, muscle spasms, pyrexia, irritability and nausea outcome was unknown and the migraine, vaginal haemorrhage, menorrhagia, rash, hypertension and vertigo had resolved. The reporter considered abdominal pain, affective disorder, allergy to metals, anxiety, autoimmune disorder, depression, dizziness, feeling abnormal, hypersensitivity, hypertension, irritability, menorrhagia, migraine, muscle spasms, nausea, pyrexia, rash, stress urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vertigo to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2005: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs and social media received: reporters were added. New events-pyrexia, irritability, nausea, vertigo, mood swings were added. Outcomes were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), migraine ("migraines"), dizziness ("dizziness"), depression ("depression"), anxiety ("anxiety"), autoimmune disorder (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, migraine, dizziness, depression, anxiety, autoimmune disorder and genital haemorrhage outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dizziness, genital haemorrhage, hypersensitivity, migraine and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.